Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and resulted in blood leakage. The following information was provided by the initial reporter: "it was reported part of the needle became disconnected during a draw. This afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw. Blood started coming out of the connection between the white part and the luer adapter that was inserted into the holder. There was no blood exposure"

Manufacturer narrative:
B.5. Additional information/correction from: it was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and could result in possible leakage. The following information was provided by the initial reporter: "it was reported this afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw" corrected to: it was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and resulted in blood leakage. The following information was provided by the initial reporter: "it was reported part of the needle became disconnected during a draw. This afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw. Blood started coming out of the connection between the white part and the luer adapter that was inserted into the holder. There was no blood exposure"

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and resulted in blood leakage. The following information was provided by the initial reporter: "it was reported part of the needle became disconnected during a draw. This afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw. Blood started coming out of the connection between the white part and the luer adapter that was inserted into the holder. There was no blood exposure."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and could result in possible leakage. No report of blood exposure or medical interventions.

Manufacturer narrative:
Corrected from: it was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and could result in possible leakage . No report of blood exposure or medical interventions. Corrected to: it was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and could result in possible leakage. The following information was provided by the initial reporter: "it was reported this afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw."

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set needle disconnected during a blood draw, and could result in possible leakage. The following information was provided by the initial reporter: "it was reported part of the needle became disconnected during a draw. This afternoon we had an incident with a bd vacutainer 21 g butterfly where part of the needle became disconnected during a draw."